Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user¿s dexcom g7 sensor would not pair with a replacement ilet pump, leading to loss of cgm data until successful re-pairing after device restarts and configuration attempts. Symptoms included hyperglycemia with a reported blood glucose of 400 mg/dl, later resolving to 140 mg/dl. Outcomes included no health consequences or impact. Investigation included troubleshooting and education, including attempts to toggle cgm model settings, restart the ilet, and reinitiate pairing, after which cgm readings resumed. Investigation of this case revealed a pairing failure between the cgm and ilet that was resolved through standard troubleshooting steps, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was pairing difficulty due to transient communication disruption.